Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro did not work initially when engaged inside the tunnel of the patient, then it was removed from the patient and the power cord was changed and then the hemopro was activated and began to smoke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: d4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on (B)(6) 2020 and investigated on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use were observed. Charred tissue and blood was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw at the center, but remained attached at the base and tip. The silicone insulation on the hot jaw was observed to be melted, charred, cracked and whitish in color, confirming an analyzed failure of "thermal decomposition". An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it was unable to produce visible steam and heat during ten (10) 3-second activations. There was no audible beeping coming from the power supply. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. An engineering evaluation was done on (B)(6) 2020, the device was tested with a different reference cable and self activated. It produced excessive smoke and heat to the jaw. The handle was opened again and was tested thoroughly. No damages were found to the switch, toggle, or wiring. The electrical continuity of the pigtail connector failed and was dissected. The pigtail connector was deemed to be manufactured incorrectly and was the cause of the electrical issue and self activation, which as a consequence, resulted in the environmental particulates. In order to confirm this failure, the pigtail connector of a finished product, vh-3000 hemopro tool, was re-wired to replicate the complaint unit and was found to have the same failures when replicated to the malfunctioning device. Based on the returned condition of the device and the evaluation results, the reported failures "electrical issue" and "environmental particulates" were confirmed, as well as the analyzed failures ¿self activation¿, ¿material twisted/bent¿, and "thermal decomposition". A defect awareness training on final test was performed and documented. Please see attached engineering evaluation and defect awareness training document for further details.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro did not work initially when engaged inside the tunnel of the patient, then it was removed from the patient and the power cord was changed and then the hemopro was activated and began to smoke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.